Event description:
The rep reported the device was used during a bowel resection. It was reported tx60b the staple line looked fine there was an odor of feces during the later part of the case. The staple line was checked and had broken open about 1 or 2cm long. The case was completed by over sewing the anastomosis. There was no consequence to the pt.